Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr), small cardiac chambers and restricted - posterior leaflet for a mitraclip procedure. During the procedure, while removing the dilator air was observed in the hemostatic valve. Due to the contact with lateral wall, aspiration of blood was unsuccessful. The steerable guide catheter (sgc) was retracted and aspiration of blood was successful. Hypotension and heart failure was experienced by patient. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided and without the device to analyze, a cause for the reported difficult or delayed positioning with the anatomy and leak resulting in hypotension and bradycardia cannot be determined. Hypotension and bradycardia are listed in the IFU as known possible complications associated with mitraclip procedures. Medication required was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: h6 health effect - clinical code - 1751.